Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the device got stuck with the guidewire. The target lesion was located in the coronary artery. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During insertion, it was noted that the end of the guidewire could not be extracted when it approached the lesion. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.